Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seal for the lid was damaged therefore it did not work properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to repeated sterilization which is normal use and wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 of the same event. It was reported that during a veterinary tibial plateau leveling osteotomy surgery, it was observed that two battery devices, two battery casing devices and small battery drive device had a loose connection. According to the report, the battery devices did not fit properly into the small battery drive device. The reporter stated that all the devices were in use together at the time of the event. There was approximately a thirty minute delay to the surgical procedure. Identical spare devices were not available for use. The reporter stated that the surgeon managed to make the devices work for the rest of the procedure. The surgery was successful. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.